Event description:
While performing a complex pta (percutaneous transluminal angioplasty) the balloon shaft broke while attempting to remove. It was a 1.5 x 15mm abbott mini trek. The vessel was the ulnar aspect of the superficial palmer arch. They were able to retrieve it without complication. FDA safety report ID # (B)(4).